Event description:
It was reported that the pk dissecting forceps instrument ends did not meet prior to starting a da vinci surgical procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .045" offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.